Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. As there is no indication of a device malfunction related to this explant, and no device available for return, no further investigation can be performed at this time.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the operative report was received. It was indicated that after the valve was placed and the patient was weaned from cardiopulmonary bypass, it was noted that there was a small shunt still present in the area of a patch repair. It was felt that this needed to be repaired. The valve was removed, the leak repaired, and another edwards valve was placed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' valve was explanted at implant. Upon follow-up, the surgeon indicated that the valve was explanted in order to achieve exposure of leaking vsd patch. The surgeon indicated that the reason for explant is not related to a device malfunction. No additional information provided.